Event description:
Same case as tw# (B)(4). Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported that on the day of the index procedure, the subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor, as well as loading doses of 300 mg aspirin and 300 mg clopidogrel. Following the index procedure there was timi flow 3 in both lesions. In (B)(6) 2019, no further action was taken with regards to this event. Four days later the event was considered resolved/recovered and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and target vessel revascularization was performed. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome. The subject was diagnosed with unstable angina and was hospitalized to treat the event. The next day the event was considered recovering/resolving and the subject was discharged. On the same day, the subject was diagnosed with one more event of unstable angina and was hospitalized to treat the event. Thirteen days later, the event was considered recovered/resolved and the subject was discharged. It was further reported that: in (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. Coronary angiography was performed and revascularization was recommended. The 80% restenosis noted in the proximal cx artery was treated with percutaneous coronary intervention with 10% residual stenosis and timi flow of 3. The event was considered to be recovered/resolved and the subject was discharged on the same day. In (B)(6) 2019, the subject was also treated with target vessel revascularization. Previously it was reported that in (B)(6) 2019, no action was taken with regards to this event but now it is reported that coronary angiography was performed which revealed 90% restenosis noted in the proximal lad with timi flow of 3 and 90% restenosis noted in the proximal lcx with timi flow of unknown. On the same day, the lesion was treated with percutaneous coronary intervention, post which residual stenosis was 10% with timi flow of 3. Previously it was reported that in (B)(6) 2019, the subject was discharged the same day but now it is reported that the subject was discharged three days after the intervention. It was further reported that in (B)(6) 2019, target vessel revascularization was performed to treat the event. It was further reported that in (B)(6) 2019 the subject was discharged post-tvr, however, on the same day of discharge the subject presented with symptoms and was diagnosed with one more event of unstable angina. The subject was re-hospitalized for further evaluation and treatment. Coronary artery bypass graft (CABG) intervention was performed to treat the event. Thirteen days later the event was considered to be recovered and resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is combination product. E1- initial reporter address: (B)(6).

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported that on the day of the index procedure, the subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor, as well as loading doses of 300 mg aspirin and 300 mg clopidogrel. Following the index procedure there was timi flow 3 in both lesions. In (B)(6) 2019, no further action was taken with regards to this event. Four days later the event was considered resolved/recovered and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and target vessel revascularization was performed. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome. The subject was diagnosed with unstable angina and was hospitalized to treat the event. The next day the event was considered recovering/resolving and the subject was discharged. On the same day, the subject was diagnosed with one more event of unstable angina and was hospitalized to treat the event. Thirteen days later, the event was considered recovered/resolved and the subject was discharged.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported that on the day of the index procedure, the subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor, as well as loading doses of 300 mg aspirin and 300 mg clopidogrel. Following the index procedure there was timi flow 3 in both lesions. In (B)(6) 2019, no further action was taken with regards to this event. Four days later the event was considered resolved/recovered and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and target vessel revascularization was performed. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome. The subject was diagnosed with unstable angina and was hospitalized to treat the event. The next day the event was considered recovering/resolving and the subject was discharged. On the same day, the subject was diagnosed with one more event of unstable angina and was hospitalized to treat the event. Thirteen days later, the event was considered recovered/resolved and the subject was discharged. It was further reported that in (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. Coronary angiography was performed and revascularization was recommended. The 80% restenosis noted in the proximal cx artery was treated with percutaneous coronary intervention with 10% residual stenosis and timi flow of 3. The event was considered to be recovered/resolved and the subject was discharged on the same day. In (B)(6), 2019, the subject was also treated with target vessel revascularization.

Manufacturer narrative:
Device is combination product. E1- initial reporter address: (B)(6).

Event description:
Promus premier china registry it was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported that on the day of the index procedure, the subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor, as well as loading doses of 300 mg aspirin and 300 mg clopidogrel. Following the index procedure there was timi flow 3 in both lesions. In (B)(6) 2019, no further action was taken with regards to this event. Four days later the event was considered resolved/recovered and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and target vessel revascularization was performed. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome. The subject was diagnosed with unstable angina and was hospitalized to treat the event. The next day the event was considered recovering/resolving and the subject was discharged. On the same day, the subject was diagnosed with one more event of unstable angina and was hospitalized to treat the event. Thirteen days later, the event was considered recovered/resolved and the subject was discharged. It was further reported that: in (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. Coronary angiography was performed and revascularization was recommended. The 80% restenosis noted in the proximal cx artery was treated with percutaneous coronary intervention with 10% residual stenosis and timi flow of 3. The event was considered to be recovered/resolved and the subject was discharged on the same day. In (B)(6) 2019, the subject was also treated with target vessel revascularization. Previously it was reported that in (B)(6) 2019, no action was taken with regards to this event but now it is reported that coronary angiography was performed which revealed 90% restenosis noted in the proximal lad with timi flow of 3 and 90% restenosis noted in the proximal lcx with timi flow of unknown. On the same day, the lesion was treated with percutaneous coronary intervention, post which residual stenosis was 10% with timi flow of 3. Previously it was reported that in (B)(6) 2019, the subject was discharged the same day but now it is reported that the subject was discharged three days after the intervention. It was further reported that in (B)(6) 2019, target vessel revascularization (tvr) was performed to treat the event. It was further reported that in (B)(6) 2019 the subject was discharged post-tvr, however, on the same day of discharge the subject presented with symptoms and was diagnosed with one more event of unstable angina. The subject was re-hospitalized for further evaluation and treatment. Coronary artery bypass graft (CABG) intervention was performed to treat the event. Thirteen days later the event was considered to be recovered and resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the subject was discharged post-tvr but event was not recovered/not resolved. Six days after the same day re-hospitalization, coronary angiography was performed and revealed an unknown percent target vessel stenosis which was then treated with CABG. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day. It was further reported that on the day of the index procedure, the subject received heparin or other anti-thrombin medication and gp iib/iiia inhibitor, as well as loading doses of 300 mg aspirin and 300 mg clopidogrel. Following the index procedure there was timi flow 3 in both lesions. In (B)(6) 2019, no further action was taken with regards to this event. Four days later the event was considered resolved/recovered and the subject was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and target vessel revascularization was performed. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome. The subject was diagnosed with unstable angina and was hospitalized to treat the event. The next day the event was considered recovering/resolving and the subject was discharged. On the same day, the subject was diagnosed with one more event of unstable angina and was hospitalized to treat the event. Thirteen days later, the event was considered recovered/resolved and the subject was discharged. It was further reported that: in (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. Coronary angiography was performed and revascularization was recommended. The 80% restenosis noted in the proximal cx artery was treated with percutaneous coronary intervention with 10% residual stenosis and timi flow of 3. The event was considered to be recovered/resolved and the subject was discharged on the same day. In (B)(6) 2019, the subject was also treated with target vessel revascularization. Previously it was reported that in (B)(6) 2019, no action was taken with regards to this event but now it is reported that coronary angiography was performed which revealed 90% restenosis noted in the proximal lad with timi flow of 3 and 90% restenosis noted in the proximal lcx with timi flow of unknown. On the same day, the lesion was treated with percutaneous coronary intervention, post which residual stenosis was 10% with timi flow of 3. Previously it was reported that in (B)(6) 2019, the subject was discharged the same day but now it is reported that the subject was discharged three days after the intervention. It was further reported that in (B)(6) 2019, target vessel revascularization was performed to treat the event.

Manufacturer narrative:
Device is combination product. Initial reporter address: (B)(6).

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) with 80% stenosis and was 24mm long, with a reference vessel diameter of 4.00mm. The lesion was treated with pre-dilatation and placement of a 4.00x28mm promus priemer drug-eluting stent (des). Following this intervention, post dilatation was performed with 10% residual stenosis. The target lesion #2 was located in the proximal circumflex (cx) artery with 80% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50x24mm promus priemer des. Following this intervention, post dilatation was performed with 10% residual stenosis. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unknown symptoms of coronary syndrome and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. In (B)(6) 2019, the event was considered as recovered/resolved and the subject was discharged on the same day.